Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that vasoview hemopro 2 jaws were damaged when package was being opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection determined that the heater wire was slightly flexed away at the tip of the hot jaw and remained in place at the base of the jaws. Small amounts of tissues and char buildup was observed on the jaws. Based on the returned condition of the device the reported failure "bent-wire" was confirmed. Specific actions for the confirmed failure mode are being maintained and documented under maquet's failure investigation report (fir) systems.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed that vasoview hemopro 2 jaws were damaged when package was being opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.